Event description:
Patient reported left side exchange from textured to smooth breast implants due to the patient¿s concern with the product, and concern about lymphoma and rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional later reported left side implant was intact, "calcifications", "patchy chronic inflammation", and "fat necrosis." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.